Event description:
Info received indicates that approximately five minutes into bypass, a slit was noted in the resevoir bag. The time off bypass for unit change- out was approximately 2-3 minutes. Other than a minimal 10 cc blood loss, no other pt affect reported.